Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. Potential cause for the reported issue: the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: the operator activates the footswitch during generator booting (temporary fault caused by user action); a defective footswitch (temporary fault); a defective footswitch (temporary fault, defective reed contact); a faulty cable connection between hvps board and generator board (temporary or permanent fault); a defective hvps board (permanent fault); a defective generator board (permanent fault). If additional information is obtained a supplemental report will be filed.

Manufacturer narrative:
The device was returned to olympus for evaluation. The salesperson advised the customer to power down, unplug the foot pedal and power the generator back up. The error did not recur after rebooting the device. During the evaluation the device was visually inspected and no visible damage was observed. The problem was confirmed to be with the foot switch and not the generator. No injuries were reported due to this issue. If additional information is obtained a supplemental report will be file.

Event description:
An olympus salesperson reported that they received an email from a customer with an automatic restart error e433 on a generator during powering on self check. No patient involvement was reported. No additional information has been obtained.